Event description:
It was reported to boston scientific corporation in 2007 that a hydrothermablator procedure set was used during a endometrial ablation. (Female patient; age and weight and procedure date are unknown). Patient presented with post procedure bleeding, with no relief from the procedure. A hysterectomy was performed and labwork was done. It was then discovered that the patient has adenmyosis.

Manufacturer narrative:
A device evaluation cannot be performed; since the the device was not returned. A review of the device history record (DHR) was not conducted because the lot number was not reported.